Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle one. The patient's ultrafiltration reading was 233ml, indicating the home patient (hp) drained 233ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event opened during investigation of (B)(4). The iipv event was confirmed through an event history log review. The cause was a false empty detected at the initial drain and the I-drain alarm volume was met. If additional relevant information is received, a follow-up report will be sent.